Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 438 mg/dl. Customer other blood glucose value was 462 mg/dl. The customer also states that insulin pump was under delivering the insulin and screen was dark and hard to read. The device is not expected to be returned for analysis.